Manufacturer narrative:
A customer from outside the united states reported observation of out-of-range quality control (qc) results and a depressed atellica im creatine kinase mb (ckmb) result which was discordant relative to repeat testing. Siemens evaluated the instrument data and the information provided by the customer. The calibration was valid; however, the quality control (qc) results recovered outside the customer established ranges. Qc results recovered within acceptable ranges after performing calibration on a new pack. Based on the available information, the cause of the depressed result was unable to be determined. The reported issue was resolved by routine troubleshooting. A product problem has not been identified. The customer is operational, and no further action is required.

Event description:
The customer reports observation of out-of-range quality control (qc) results and a depressed atellica im creatine kinase mb (ckmb) result which was discordant relative to repeat testing when using lot# 281. An initial depressed result was obtained for the patient in question. The depressed result was reported to the physician(s), who did not question the result. The sample was tested when qc was out-of-range. Therefore, the same sample was retested on an alternate atellica im analyzer and obtained a higher result which matched of the clinical picture of the affected patient. A corrected report was issued to the physician(s) based on repeat testing. There are no known reports of patient intervention or adverse health consequences due to the event.